Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hled 700. It was stated that some water was found inside the light head. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily maintenance. A root cause analysis for investigated problem was performed by subject matter experts and concluded that according to the information provided, the presence of water in the device is the result of a water leakage or excessive cleaning product used from the facility - it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
E1b event site name: (B)(6) hospital. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - hled 700. It was stated that some water was found inside the light head. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence.